Event description:
The mitek rep states a patient had an acl reconstruction in 2005 and that during post op physical therapy in which the patients leg was pushed to 120 degrees of flexiation causing the acl to fail. It is further stated that the failure caused a minor infection. Question for clarification out to the rep at this time.